Event description:
During tonsillectomy, surgeon noticed electrode not fully inserted. Checked pt's mouth and found minor burns to lip and inside of mouth.

Manufacturer narrative:
During tonsillectomy the surgeon noticed that the electrode had not been fully inserted. He examined the pt and found minor burns to the lip and the inside of the mouth. Treatment reported was the application of bacitracin ointment. Product number and lot number are not available. The megadyne product is brought in by the customer, as part of a kit. In use during the event: covidien esu, covidien handpiece and megadyne electrode. Customer reported that they conducted performance and safety testing on the device and other components and found no issues with the products. The facility reported the event as minor and will not confirm or deny whether they have determined the event is reportable. The pt's family has contacted legal counsel suggesting the event may have resulted in a more serious injury than originally reported. We have been unable to verify the involvement of a specific megadyne device and therefore cannot provide a 510k. We are reporting out of an abundance of caution and will provide additional information if it becomes available.